Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. The reporter also stated that the threads of the battery cap were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. The pump reboots were duplicated with the returned battery cap. During a visual inspection of the pump, it was observed that the battery compartment had two cracks. It was also observed that the returned battery cap had stripped threads and was unable to fully attach to the returned pump and the test pump. The returned battery cap¿s height and width were within required specification. A test battery cap was used to complete the investigation and it was able to carefully attach to the pump and was used to complete a 24 hour duration test. No pump reboots were duplicated during this time with the test battery cap. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Unrelated to the initial complaint, the display screen was discolored. (B)(4).